Event description:
It was reported that a home patient (hp) had received a system error (se) 2240 alarm (air in line) that occurred on the homechoice (hc) machine during drain 4 of 7. The patient was connected. The baxter technical service representative (tsr) explained the alarm and possible causes. The hp stated they did manual supplies to complete the therapy. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown; therefore, no evaluation or batch review could be performed. If additional relevant information becomes available, a follow up medwatch will be submitted.